Manufacturer narrative:
This report is associated with a svs/vqi registry. Exact date of event is unknown. Exact date of implant in unknown. . Other relevant devices are: vamf3434c200tu. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: type ib endoleak. No further information is available for this event.